Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned

Event description:
It was reported patient attended [redacted] for planned magnesium infusion administered via PICC line. While flushing the line noticed the catheter is leaking from a fine fractured line. Discussed with doctor and same removed. Additional information provided 6/8. 4fr PICC was inserted on (B)(6) 2023. Internal length 52cm, external length 21cm.